Manufacturer narrative:
A5 and a6 are unknown. The cause of the hemolysis was not determined due to lack of clinical details and no product or data logs were returned for analysis. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An impella cp device was inserted via the right femoral artery in a 77-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and diabetes mellitus and required mechanical circulatory support. The patient was classified as scai stage e. The patient underwent left anterior descending coronary artery percutaneous transluminal coronary angioplasty with stent placement and shockwave intravascular lithotripsy. During support with the impella cp device, the patient was noted to have light pink¿tinged urine. The patient had received hydroxocobalamin (cyanokit) over the weekend. Platelet counts remained decreased following removal of extracorporeal membrane oxygenation support while the impella cp device remained in place at performance level p3. The patient required blood product transfusion. The patient experienced hemolysis, thrombocytopenia, and blood transfusion during impella cp support. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella cp device and the reported findings. The urine discoloration was consistent with known effects of hydroxocobalamin administration. The thrombocytopenia and hemolysis were more likely attributable to the patient¿s critical illness, severe cardiogenic shock, recent extracorporeal membrane oxygenation support, anticoagulation exposure, and underlying comorbidities. The patient survived.